Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, including pressing the center button and plugging the pump into a power source, but the screen remained non-functional. The pump displayed a red blinking led and vibrated intermittently. As a resolution, technical support arranged to send a replacement pump with updated software and instructed the customer on using and returning the faulty pump. The customer acknowledged all instructions and confirmed shipping details.